Event description:
Report received of pt pump filled with 10ml of pharmacy compounded baclofen concentration unkown. Pt dose is 750 mcg/day simple continuous. Pt had history of not getting desired therapeutic response. Within one hour post refill, pt became nauseous, limp and couldn't sit up. Pt was admitted to emergency room. Approx three hours later hcp withdrew all drug from pump - 8ml of drug were found in pump. Pump was filled with normal saline. Currently, pt has saline in the pump. Pt is getting a second opinion from another hcp concerning function of the pump. A supplemental medwatch will be filed when add'l info is available.